Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension pad printing was removed. There were three small areas with pad printing removal. The first area was located at the distal end of tube extension with pad printing removal dimension measured at about 0.117 x 0.038. The second area was at the middle area of the tube extension with removed dimension measured at about 0.227 x 0.114 and the third area was at the proximal end of the tube extension measuring at about 0.2235 x 0.212. It was concluded that the damages to the instrument's main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the monopolar curved scissors instrument's orange sleeve was peeling off. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.